Manufacturer narrative:
Device is used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: a wrench broke during insertion of a dynamic hip screw, resulting in two hours delay of surgery. The incident happened when they tried to back out the screw with just one turn of the wrench. The screw was then damaged and they spent a great amount of time trying to remove it after the breakage of the screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the visual investigation of the complaint articles has shown that the dhs wrench is broken at the weld into two pieces and the spare centering pin is completely stuck into the dhs screw. It is clearly visible and also listed into the complaint description, that the dhs wrench was used on the wrong side to unscrew the dhs screw. Please note that the dhs wrench is only for insertion the dhs screw. The spare centering pin is stuck into the dhs in a not vertical position. That indicates, that the pin was not entered in a straight way and could by the problem for spend great amount of time to trying removing the damaged screw. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.